Manufacturer narrative:
Section d4, h4: additional information . Section b2: correction. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The account communicated that the patient was seen on (B)(6) 2019 with a driveline wound culture which remained positive for mrsa with increasing antibiotic resistance. The patient was switched to linezolid on (B)(6) 2019 which resulted in significant thrombocytopenia and anemia, requiring admission on (B)(6) 2019. The account reported that the linezolid was stopped. The patient was then treated with vancomycin, and then was discharged with two doses of dalbavancin. According to the account, the patient was transfused with one unit packed red blood cells for presumed anemia second to linezolid, as there were no obvious signs or symptoms of bleeding. The patient ultimately expired on (B)(6) 2019 and heartmate ii lvas, serial number (B)(6), was not explanted for analysis (reported under MFR 2916596-2019-05237). The heartmate ii lvas IFU lists (pocket, local, and driveline) infections and bleeding as adverse events that may be associated with the use of heartmate ii lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen on (B)(6) 2019. The drive line wound culture remained positive for mrsa with increasing antibiotic resistance. Patient was switched to linezolid on (B)(6) 2019 which resulted in significant thrombocytopenia and anemia, requiring admission from (B)(6) 2019 to (B)(6) 2019. Linezolid was stopped, patient was then treated with vancomycin while inpatient and discharged with plan for dalbavancin, of which patient has received two doses. Transfused with one unit packed red blood cells for presumed anemia second to linezolid, as there were not obvious signs or symptoms of bleeding. No further or additional information was provided.